Event description:
It was reported that during a liver resection procedure, when the surgeon placed the device on the tissue, the staple cartridge fell into the pt. The cartridge was removed with all staples intact. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.